Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient required an epinephrine shot while an invisalign product was being used.

Event description:
The patient reported symptoms of swollen lips, face (cheeks) and throat. The patient reported visiting the ER two times due to the reported symptoms. The patient reported being prescribed an epinephrine shot (adrenaline) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently asymptomatic.